Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was stated that the alarm keeps ringing and won't stop. The event occurred during patient use/administration at patient's home. There was no reported patient harm/adverse event.

Manufacturer narrative:
H6 codes: updated. The reported device (cadd-legacy duodopa infusion pump) is distributed and marketed by abbvie, ltd. As the sole combination product applicant as defined under 21 cfr 4, subpart b. Abbvie, ltd. Has the FDA reporting responsibility for this product. ICU medical is not required to provide regulatory reports to FDA for this product.